Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code 1014 (post timer/ 24v failure).this event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
No patient information provided by the customer.